Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5074162) on 11-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("the coil was not on the correct place") and ovarian neoplasm ("I have developed a large tumor on my left ovary since having this put in") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the coil was bent". Concomitant products included duloxetine hydrochloride (cymbalta) and trazodone. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian neoplasm (seriousness criterion medically significant), procedural pain ("it was very painful when it was implanted"), dysmenorrhoea ("my periods have been horrible, painful"), menstruation irregular ("my periods have been very irregular"), abdominal distension ("bloat/ the bloating basically starts of a morning and by the end of some days I look as if I am (B)(6)"), weight increased ("weight gain"), alopecia ("thinning hair"), pain ("aches"), fatigue ("fatigue") and fallopian tube spasm ("collapsed my left tube") with adnexa uteri pain. Essure treatment was not changed. At the time of the report, the device dislocation, ovarian neoplasm, procedural pain, dysmenorrhoea, menstruation irregular, abdominal distension, weight increased, alopecia, pain, fatigue and fallopian tube spasm outcome was unknown. The reporter considered alopecia, device dislocation, fatigue, pain and procedural pain to be related to essure. The reporter provided no causality assessment for abdominal distension, dysmenorrhoea, fallopian tube spasm, menstruation irregular, ovarian neoplasm and weight increased with essure. The reporter commented: before essure patient's periods were perfect. There were numerous side effects that she had endured due to this product. Consumer mentioned a serious injury (required intervention) but did not specify it to one of the events. So, she was having to have a hysterectomy to get these coils and tumor out of her body. Diagnostic results: on an unspecified date, patient had a sonogram that she had developed a large tumor on her left ovary since having this put in, also the coil was not on the correct place and was bent and collapsed left tube. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5074162) on 11-jan-2018. The most recent information was received on 07-sep-2018. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("the coil was not on the correct place") and ovarian neoplasm ("I have developed a large tumor on my left ovary since having this put in") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "pqs: wrong technique in device usage process" and device physical property issue "the coil was bent". Concomitant products included duloxetine hydrochloride (cymbalta) and trazodone. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian neoplasm (seriousness criterion medically significant), procedural pain ("it was very painful when it was implanted"), dysmenorrhoea ("my periods have been horrible, painful"), menstruation irregular ("my periods have been very irregular"), abdominal distension ("bloat/ the bloating basically starts of a morning and by the end of some days I look as if I am 8 months pregnant"), weight increased ("weight gain"), alopecia ("thinning hair"), pain ("aches"), fatigue ("fatigue") and fallopian tube spasm ("collapsed my left tube") with adnexa uteri pain. Essure treatment was not changed. At the time of the report, the device dislocation, ovarian neoplasm, procedural pain, dysmenorrhoea, menstruation irregular, abdominal distension, weight increased, alopecia, pain, fatigue and fallopian tube spasm outcome was unknown. The reporter provided no causality assessment for abdominal distension, dysmenorrhoea, fallopian tube spasm, menstruation irregular, ovarian neoplasm and weight increased with essure. The reporter considered alopecia, device dislocation, fatigue, pain and procedural pain to be related to essure. The reporter commented: before essure patient's periods were perfect. There were numerous side effects that she had endured due to this product. Consumer mentioned a serious injury (required intervention) but did not specify it to one of the events. So, she was having to have a hysterectomy to get these coils and tumor out of her body. Diagnostic results: on an unspecified date, patient had a sonogram that she had developed a large tumor on her left ovary since having this put in, also the coil was not on the correct place and was bent and collapsed left tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: quality-safety evaluation of ptc- pqs event added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.